Event description:
The customer reported etc02 module failed c02 sensor accuracy test during preventive maintenance. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record in trackwise and sap was performed for sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. Technical support performed troubleshooting over the phone to determine the customer reported issue of: 8300 failed co2 sensor test. Technical support - 1. Perform co2 calibration. 2. Replace the oridion module. 3. Return to factory. Jerhmain will perform co2 calibration first. If calibration failed, jerhmain will replace oridion module kit. A review of the device history record showed the device had a manufacture date of 08/07/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported etc02 module failed c02 sensor accuracy test during preventive maintenance. There was no patient involvement.